Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), an embolization occurred and surgery was required. The target lesion was 90% stenosed and located in the superficial femoral artery. Following treatment of the lesion with three passes of the oad on low, medium and high speeds, embolization of calcium occurred. A bypass surgery was performed on the right leg and the patient was in stable condition following the procedure.